Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the sodium electrode on a cobas 8000 ise module. The first sample initially resulted in sodium values of 125.41 mmol/l with a data flag and 125.09 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 130.6 mmol/l. The second sample initially resulted in a sodium value of 130.26 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 136.14 mmol/l. The third sample initially resulted in a sodium value of 133.92 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 139.26 mmol/l. The fourth sample initially resulted in a sodium value of 131.60 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 136.9 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was dkv78. The expiration date was requested, but not provided. The field service engineer performed preventive maintenance on the analyzer. The sipper and vacuum nozzles were replaced. The dilution vessel and sample probe were cleaned. The electrodes were replaced. The investigation is ongoing.